Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the device was unable to cross the lesion. The 90% stenosed target lesion was located in the calcified and severely tortuous unspecified vessel. The 2.5x15mm nc quantum apex mr balloon catheter was advanced, however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patients current condition is good. However, returned product analysis revealed balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen, wire lumen and the balloon. The balloon was loosely folded, which is consistent of having positive pressure applied. A pinhole was noted on the balloon. To verify the pinhole, positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 4mm distal from the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage to the device. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).